Event description:
Per the audiologist's report in 2006, the pt had facial nerve stimulation with stimulation of the cochlear implant. Reportedly, the pt has abnormal anatomy and the electrode array is near the facial nerve. Programming recommendations were given to the audiologist. The device was received by cochlear in june 6, 2007. Paperwork accompanying the device stated that the device was explanted in 2007, as the "surgeon wanted to try to pack the implant to stop the facial stimulation that was occurring". The packing did not stop the facial nerve stimulation and the pt was not reimplanted.

Manufacturer narrative:
This is a final report.